Event description:
It was reported that the external pulse generator (epg) was not pacing properly. The device was returned to the manufacturer. It was unable to be determined through follow-up if there was patient involvement. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found pacing and sensing function normal, but the signal output connector was broken, which caused a connecting problem when inserting a pacing cable. (B)(4).